Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at service center and evaluated. The defect reported by the customer has been verified and repaired. The following repair activities were performed: short circuit in the motor cable - motor cable replaced. "Micro": preventive replacement of o-rings performed. The short circuit in the motor cable could cause the motor to not function as intended, therefore the cable failure is the likely root cause for the reported problem. The testing of the unit was completed. The unit passed all functional tests and is fully operational. A manufacturing record evaluation was performed for the finished device [product code: 283512, serial number: (B)(4)], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that the micro tornado hand piece with handcontrol doesn't turn as the motor is jammed. The case was identified post-op. There was patient involvement but no impact on the patient or surgical delay was reported. The procedure was completed with a replacement device.